Event description:
Pt had vague c/o chest pain radiating to back and shoulders after initation of dialysis. Dialysis was stopped and the setup was put into recurculation, until the md was notified. Dialysis was restarted 15 min later with the same dialyzer without further incident. Sample was discarded by the facility.